Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, customer was overriding recommended bolus calculations which caused them to go low. Customer consumed carbohydrates to address bg level. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.